Manufacturer narrative:
The investigation has been completed. Based on the analysis, the shutdown malfunction was verified. The alleged battery charging issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge past 20%, the battery fully depleted and the pump shut off due to insufficient power. Subsequently, the pump was able to beep and vibrate however the display remained off. The customer's blood glucose level was 330 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.